Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the impaired wound healing cannot be ruled out. Contributing factors for impaired healing in this patient include: prior radiation, chemotherapy, prior surgery affecting the skin integrity and underlying gbm disease. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Furthermore, optune gio is indicated for use in adult patients of 18 years and older only. In this case, the device was used in a pediatric patient.

Event description:
A 12-year-old male patient with diffuse hemispheric glioma, who grade IV, started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's caregiver notified novocure that the patient's surgical resection site scar (last surgical resection (B)(6) 2024) had to be cleaned and treated. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient's prescribing physician clarified that there was no inpatient admission, and the patient was treated with antibiotics and local wound care. The patient had a history of delayed post-surgical wound healing, wound infection, wound dehiscence and partial wound recovery. Reportedly, the patient received delayed wound care management due to alternating absences of surgeon and wound care nurse. According to the prescriber there was no causal relationship to optune gio therapy.